Event description:
The consumer was sitting on the raised toilet seat and she leaned over to get pads/wipes when the seat allegedly fell off with her causing her to fall between the tub and toilet. She allegedly laid there for 2 hours before she could pull herself up to reach the emergency cord. She was taken by ambulance to the hospital when she was diagnosed with 2 broken ribs and a crack on her head.

Manufacturer narrative:
Information indicates consumer leaned over and fell off the commode. Consumer was taken to the hospital was allegedly diagnosed with two broken ribs and bruising. Current user guide warns to "be sure to center your weight on the raised toilet seat as the seat may tip if you lean to far forward or to either side." Nature of complaint suggests improper use. MDR filed based on alleged injury.